Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported only having stimulation on their left side when it was supposed to be for their right side. The patient stated that they re-did the wiring into their spine and has been working since. The patient notified their manufacture representative (rep) of the issue within two weeks in either (B)(6) 2016. The patient was working with their rep through all of it and continues to follow up with their rep regarding their device. The patient noted having bruising from the surgery that occurred on (B)(6) 2016 and they were black and blue. It has been working fine ever since the surgery and no further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's lead was replaced after their battery was repositioned. No further complications are anticipated.